Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator pocket failed to open. A field service engineer confirmed that the customer resolved the issue by rebooting both the station and the refrigerator. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator experienced a malfunction, causing all pockets to be locked and inaccessible, thereby preventing users from retrieving medication. This incident resulted in a delay in patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.